Manufacturer narrative:
Batch history review: a review of the manufacturing records shows the involved batch of filters complied with specifications. No other similar complaints were reported to the manufacturer for this lot of vena cava filters, sold since july 2021. Investigation: neither device nor the x-ray pictures are not available for evaluation. Conclusion: with the elements at our disposal, the exact root cause of what held the filter closed cannot be found. Our records show that the involved batch has been manufactured according to our specifications and requirements. No other similar complaint was reported on this filters batch. The complaint rate for this type of incident with venatech lp vena cava filter is low (0,01%). No corrective action is currently envisaged.

Event description:
Ivc fitter was inserted via rt. Jugular access. Once deploued struts did not open. Had to manipulate wires/ catheters to open fitters struts.

Manufacturer narrative:
Correction: initial medwatch :" b.4. Date of this report": 04/14/2024. It was an error. The correct "date of this report" is : 06/17/2024.

Event description:
Ivc fitter was inserted via rt. Jugular access. Once deploued struts did not open. Had to manipulate wires/ catheters to open fitters struts.